Event description:
It was reported that when opening the dressing before treatment, there was hole in the pad. The dressing was not used on a patient but the treatment continued with a competitor's dressing. No patient harm reported.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual evaluation confirmed a hole is present in the dressing. The root cause is a manufacturing process error and a missed quality check. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains no further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.